Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops. Changing your pod 3 / page 23-24. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab, and keep sterile materials away from any possible germs. Living with diabetes 11 / page 117. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: signs of infection, such as pain, swelling, redness, discharge or heat

Event description:
It was reported that a patient had to visit the emergency room (ER) due to high blood glucose (bg) levels and ketones of around 2 or 3, while wearing the pod between 4 and 24 hours on the abdomen. The patient's parents administered 2 units of insulin through injection and they were unsure if the cannula was properly inserted into the skin. The patient's glucose history is as follows: time, bg (mmol/l), (mg/dl): night, >30, >540; morning, 20, 360; 15:00, 20, 360. New pod: 8 hrs after, 9, 162; unknown 8, 144. At the hospital, the patient was given 3 units of insulin by the doctor. The pod was removed and the infusion site appeared bloody and irritated. It was stated that the patient's health care provider (hcp) made some changes to the correction factor and target on the omnipod personal diabetes manager (pdm) prior to the event, due to the child's growth.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was ripped at the tip of the formed needle. It could not be determined when this damage occurred. As a result, it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn, and it could not be conclusively determined if the cannula was properly inserted at the infusion site when the pod was worn. No other damages or defects were found that could cause skin irritation at the infusion site. The exact cause of the reported skin irritation could not be determined.